Event description:
It was reported that the ilet experienced intermittent signal loss to a dexcom g7 cgm shortly after a sensor change, after which the user re-entered the displayed pairing code and restored communication during the call; a blood glucose reading of 301 mg/dl was reported. Symptoms included hyperglycemia without reported alerts, alarms, or adverse clinical sequelae. Outcomes included temporary interruption of cgm-to-ilet communication without hospitalization or medical intervention. Investigation included guided troubleshooting and user education to toggle connectivity and re-enter the cgm pairing code. Investigation of this case revealed a communication interruption between the ilet and the cgm that resolved with re-pairing, consistent with a transient connectivity issue without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption attributable to pairing or connection loss, resolved through standard troubleshooting.